Event description:
It was reported while using bd vacutainer® sst¿, the inside of one tube was contaminated resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The analysis of the customer photo shows dark gel at the bottom of the tube. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the inside of one tube was contaminated resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.